Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent anterior and posterior vaginal repair on (B)(6) 2003 and mesh was implanted. The patient experienced pain, prolapse, numbness, incontinence and infection. No additional information is available.